Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "wound dehiscence and exposure" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound and exposure".

Event description:
Healthcare professional reported left side ¿wound" and "exposure¿. Device has been explanted.